Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an original spectra penile prosthesis implant surgery when the surgeon went to close the patient up, the patient "coded out" and his heart stopped. CPR was successfully performed. The "patient is alive and well and was seen for post op visit in the office" on (B)(6) 2017. No further patient complications were reported in relation to this event.